Event description:
The pt was revised because the patella had pulled off.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported loss of fixation; however, provided info suggests the pt's large physical stature and poor device alignment were contributing factors. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated.